Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high undefined lead impedance warning and high thresholds. It was also reported that the right atrial (ra) lead exhibited high thresholds. The rv lead was repositioned and remains in use while the ra lead was removed and replaced. No patient complications have been reported as a result of this event.